Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a "transmitter not found" message during the session. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter not found message was confirmed via data. The root cause could not be determined.